Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logfiles and picture of the o2 cell labels has been sent. After replacing the cell the unit was working fine again. A 2p calibration was successful right away. All other verification steps passed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 has error 224 "fi02 delivered doesn't match with the fio2 read" during patient use. The nurse changed the ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the electronics - o2 sensor long-life defective. Oxygen alarms (151 - "o2 concentration low" and 224 - "mismatch between delivered and measured fio2") were triggered after 2p calibration. As a resolution the o2 cell was replaced and did 2p calibration. The calibration was successful and the device was working fine again.